Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 56 mg/dl. Troubleshooting was performed for low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event and based on customer report customer alleged that insulin pump was over delivering. Customer was neither in emergency room nor admitted into hospital. Displacement test was performed and it was passed and drive support cap was normal. The insulin pump will not be returned for analysis.